Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor resistor. Motor passed motor test. Pump received with cracked battery tube threads, reservoir tube lip, scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 328 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.